Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation. However, two photos were provided. While the first photo shows just the labeling of the product the second photo shows the delivery system with disassembled handle. Based on the photo it is confirmed that the thread of the deployment mechanism broke off. No partial stent deployment or any other defects could be verified. There were no problems during advancement of the delivery system to the target lesion, the anatomy was not tortuous or difficult. It was reported that a 7f introducer sheath was used during the procedure, which would be too small to advance the delivery system to the target lesion. Based on information available break of the retraction thread is confirmed. However, a definite root cause for the reported problem could not be identified. Labeling review: the relevant labeling for this product was reviewed and the potential issue was found addressed. Regarding preparation the instruction for use states: "using standard endovascular access techniques and fluoroscopy, access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035 inch (0.89 mm) guidewire of appropriate length across the target lesion." Based on the instruction for use an introducer sheath with appropriate inner diameter and length is required, which would be an 8f introducer sheath for this product. Correct handling of the device during covered stent deployment was found to be described. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the subclavian vein via the right cephalic vein, the delivery system of a covered stent allegedly broke during the stent deployment procedure. It was further reported that the physician could not rotate the thumbwheel, as the thumbwheel got stuck and tore off. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in subclavian vein via the right cephalic vein, the delivery system of a covered stent broke during the stent deployment procedure. It was further reported the physician could not rotate the thumbwheel, as the thumbwheel got stuck and tore off. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent graft placement procedure in the subclavian vein via the right cephalic vein, the delivery system of a covered stent allegedly broke during the stent deployment procedure. It was further reported that the physician could not rotate the thumbwheel, as the thumbwheel got stuck and tore off. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation and the slide block which is a force transmitting component inside the grip was no longer connected to the proximal sheath. It is considered the disconnection of the slide block led to the reported impossibility to deploy the covered stent which leads to confirmed results. An indication for a manufacturing related cause could not be found. Two photos of the device have been provided previously. While the first photo shows just the labeling of the product the second photo shows the delivery system with disassembled handle. Based on the photo the thread of the deployment mechanism was identified being broke off. However, based on the condition of the delivery system returned, the break of the thread is considered a consequence of the slide block getting disconnected from the proximal sheath. A force transmitting adhesive joint of the deployment mechanism was found loose which made a successful deployment impossible. This may be a result of increased deployment forces. Difficult patient anatomy, a challenging placement site, insufficient predilation, incorrect handling during stent deployment or use of inadequate accessories may be other contributing factors. Incorrect handling during deployment may another contributing factor. The stent was intended to be placed in the subclavian vein with right cephalic vein access. It was reported that a 7f introducer sheath was used during the procedure, which would be too small to advance the delivery system to the target lesion. There were no problems during advancement of the delivery system to the target lesion, the anatomy was not tortuous or difficult. Based on evaluation of the sample, the investigation is closed with confirmed results for failure of a bonding joint leading to impossibility to deploy the stent. A definite root cause for the reported event could not be determined. Labeling review: the relevant labeling for this product was reviewed and the potential issue was found addressed. Regarding preparation the instruction for use states: "using standard endovascular access techniques and fluoroscopy, access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035 inch (0.89 mm) guidewire of appropriate length across the target lesion." Based on the instruction for use an introducer sheath with appropriate inner diameter and length is required, which would be an 8f introducer sheath for this product. Correct handling of the device during covered stent deployment was found to be described. (Expiry date: 06/2024), section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.